Event description:
On 10-29-2023 ge healthcare received a report that a logiq e9 ultrasound experienced an alleged electrical failure resulting in melting, burning and fire at the customer site. No patients or users were present in the room when the event occurred, and no injuries were reported. The fire resulted in property damage.

Manufacturer narrative:
Block d4, UDI: UDI not required, device is pre-compliance, legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Ge healthcare's investigation is ongoing.

Manufacturer narrative:
Ge healthcareâs investigation has completed. The logiq e9 was sent to a third party for evaluation. The evaluation concluded the power cord plug at the logiq e9 side of the cord broke down causing excessive current flow between wires which led to excessive heating resulting in the fire. Due to the damage, ge healthcare was unable to determine if the defect was a result of wear & tear or if there was potentially a manufacturing defect. Therefore, a further review of the power cord complaint history and manufacturing data was conducted, and it was concluded that there is neither a design defect nor manufacturing issue. The risk assessment concluded available mitigations are verified to be effective and are anticipated to reduce the risk of this hazardous situation as far as possible (afap). No further action will be taken at this time.